Event description:
Coiling treatment of an acom aneurysm. It was reported that the coil prematurely detached during placement and was implanted in pt. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).